Manufacturer narrative:
Final analysis found the helix was clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The suture sleeve was not returned with the lead. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-27093. Related manufacturer reference number: 2017865-2021-27094. It was reported a patient's right ventricular (rv) lead and atrial lead presented with dislodgement, confirmed by x-ray analysis. Both leads were no longer capturing. This was addressed by a procedure on (B)(6) 2021, in which it was discovered the anchor suture had snapped and caused the pacemaker to migrate. Both leads were explanted and replaced, while the pacemaker was revised and tied down with more sutures during the same procedure. Post-procedure the patient was stable.